Event description:
Boston scientific crm received information that this device declared elective replacement indicator (eri). This device is part of the shortened replacement window advisory, originally communicated (B)(6) 2007. The patient was new to the clinic and past monitoring voltage was unknown. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended replacing the device within 30 days of eri declaration. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.